Event description:
Healthcare professional reported right side "rupture". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified underweight, crease fold, black particles on the shell, and one opening extended on the anterior. A microscopic analysis was performed which identified one opening crease sharp on the radius, stress marks, and wear abrasion. Based on the device analysis the final assessment is one crease sharp opening on the radius assessed as fold flaw opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "rupture". Device remains implanted.

Manufacturer narrative:
Additional, changed and/or corrected data: b.5, d6b, d.9, h.3, h.6.

Event description:
Device has been explanted.